Manufacturer narrative:
Covidien reference number: (B)(4).

Event description:
It was reported that the 840 ventilator had a breath delivery (bd) power on self-test (post) failure. Although requested, the following information was not provided. If a patient was impacted by the reported event, patient outcome, as well as if any intervention was required on behalf of a patient.